Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeling of the light guide lens adhesive. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a burned forceps elevator.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the final investigation and correction. Updated fields: h2, h6, h11. Corrected fields: b5, h6, h11. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.